Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the visual and tactile inspection was performed and it was found that the core wire was fractured and the spring tip was unraveled. The sem analysis found the fracture occurred due to a torsion overload in a bending movement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, a guidewire spring tip unraveled. The 60% stenosed lesion with timi flow of 3 was located in a moderately tortuous and moderately calcified proximal to mid left anterior descending artery. The 330cm rotawire guide wire was advanced to the lesion. First a 1.25mm rotalink plus device was used, followed by a 1.75mm rotalink plus. While using a 2.00mm rotalink plus, it was observed that the rotawire guide wire was "frayed" and removed with difficulty. Once the rotawire was out of the body, it appeared that the spring tip of the rotawire guide wire was elongated without a rupture at the tip. The procedure was completed with another of the same guide wire. No patient complications were reported and the patient's status is stable. However the returned device analysis revealed that the corewire was fractured.